Manufacturer narrative:
The reported complaint of the thermogard console (sn (B)(4) displayed mid:14 (bg power supply) error message was confirmed based on the review of the event logs but was not confirmed during functional testing. The reported error message was not duplicated during the investigation and the console functions as intended. A visual inspection was performed and unrelated to the reported issue, the spilled saline was observed in the pump raceway and inside of the console case, minor cracks on the top cover and pump lid, and the prime switch cover and the drip pan are missing. The noted issues are attributed to user mishandling. The damaged and missing parts need to be replaced to remedy the observed issues. The event logs were reviewed and confirmed the occurrence of the mid:14 error message, thus confirming the reported complaint. In addition, the event log shows the presence of the mid:16 (software) error message, unrelated to the reported complaint. Based on log data files, these error messages were cleared, and they were not replicated during testing at zoll. The thermogard console passed the initial functional testing and three days of the burn-in test without any fault or error. The customer reported mid:14 and the mid:16 observed in the event log were not reproduced during the testing. The possible root cause of both error messages was likely due to the loose wiring connection to the display head or a spilled saline that caused an internal system shorting. During further functional testing, unrelated to the reported issue, the pump rotor gap was observed too narrow, and out of specification, likely due to normal wear and tear. The pump rotor gap needs to be adjusted and re-calibrated to address the issue. The thermogard console was manufactured in february 2017, and is more than 5 years old, past the expected service life of 5 years. Waiting for customer approval for repair.

Event description:
The customer reported the thermogard console (sn (B)(4) displayed mid:14 (bg power supply) error message during the start of a re-warming phase of treatment. The customer used another thermogard console to continue with treatment. No consequences or impact to patient.